Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned implant. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It should be noted that the instructions for use (IFU) states: prior to using the multi-link 8 coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. In this case, the IFU deviation does not appear to have directly caused or contributed to the reported stent dislodgement. The investigation was unable to determine a conclusive cause for the reported stent dislodgement.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, mildly calcified, 75% stenosed mid left anterior descending coronary artery. A 3.50 x 23 mm multi-link 8 stent delivery system (sds) was selected for the procedure. There was no resistance felt during the removal of the product stylet (mandrel) and protective sheath from the sds. After inserting the sds into the anatomy, it was observed that the stent implant was not located on the balloon of the sds. The sds was removed from the anatomy and the absence of the stent implant was confirmed. The stent implant was found on the product stylet (mandrel) that was removed from the sds during preparation. Another multi-link 8 sds was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.